Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported 2 patient samples generated false positive results with the cobas sars-cov-2 & influenza a/b test. An investigation was conducted to evaluate the customer issue. Through the assessment it was identified that the following samples generated false positive results: sample a (run #(B)(6)) generated a flu b and sars-cov-2 detected result. The patient sample as recollected and tested on the same instrument and negative results were generated for all three targets. Sample b (run #(B)(6)) generated a flu b and sars-cov-2 detected result. This sample was not repeat tested. The alleged samples were nasopharyngeal samples collected with bd 220531. No further information regarding sample collection or preparation is available. According to the method sheet, specimens should be collected using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3ml of viral transport media or sterile 0.9% physiological saline.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from (B)(6) reported 2 patient samples generated false positive results with the cobas sars-cov-2 & influenza a/b test. Sample a: generated positive result for sars-cov-2. The sample was retested using a routine pcr in a central lab generated negative results for sars-cov-2.sample b: generated positive result for sars-cov-2 and flu b. The sample was recollected and retested on the liat system generated a negative results for both sars-cov-2 and flu b. The original sample was retested using pcr test in central lab also generated negative result.no harm was indicated.2 MDR's will be submitted 1 for each patient.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. The investigation is on going and a supplemental report will be submitted on completion of investigation. (B)(4).